Manufacturer narrative:
(B)(4). Date sent: 10/19/2023. D4: batch #216c31. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with the anvil missing, some partially protruding staples were noted with 7 missing staples and they were found inside the bubble wrap. The breakaway washer was not present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 216c31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "found the staple has been pushed out when he checked the stapler"? The surgeon felt some resistance when he fired. He found the staple has been pushed out when he check the jaw. 2. Did the device staple? No. 3. What was the shape of the staples (b-formation, irregular, legs straight)? N/a. 4. Or, did the staples protrude before firing the device? Yes, the staple protrude before firing. 5. Could you please clarify if there were any patient consequences? No. 6. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lar procedure, the surgeon felt strange resistance when he fired the circular stapler, and found the staple has been pushed out when he checked the stapler. The procedure was successfully completed.